Event description:
It was reported that this pacemaker was explanted after nearly nine years in service due to concerns of premature battery depletion (pbd). It was successfully replaced with a new device. No additional adverse patient effects were reported.